Event description:
Device interrogation done approximately 4 months ago. The device is 54 months old, battery voltage 2.66 volts (replacement indicated at 2.48 volts). The time to full charging of the capacitors is 21.8 seconds (replacement is due at 18.9 seconds). ICD reached eri approximately 5 months ago due to charge time of 21.8 seconds. The patient was evaluated today by the physician for generator replacement. The patient underwent explantation of old ICD and implantation of new ICD generator.======================manufacturer response for defibrillator, vitality el (per site reporter).======================verbal response (from manufacturer rep?), "this happens sometimes."what was the original intended procedure?explantation of old ICD and implantation of new ICD generator.